Manufacturer narrative:
The device has been returned. When the investigation is complete, a supplemental report will be submitted.

Event description:
It was reported that the 3d comfort. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred. However, "tingling sensation under upper lip and tongue." Are noted. There are no known allergies and the patient. The patient advised to get an allergy test with their medical provider for definitive result.

Manufacturer narrative:
CAPA 2023-006. The device was returned, the investigation has been completed and the results are as follows: DHR results. No lot number provided, DHR not completed. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods, results. Complaint investigator reviewed the returned device. Device was returned in the original case. Roughness - the flange was smooth; internal external surfaces were smooth. Crack: no major crack was found. Delamination: layers were intact and did not separate. Discoloration: the device was not discolored. General cleanliness: the returned device appeared to be clean, free of debris or foreign particles. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause: a root cause for this complaint cannot be explicitly determined. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the the provider is not sure how the patient handled and cared for the device. IFU-12383 rev 3.0 (comfort3d bite splint instruction for use) states "brush and floss your teeth before use. Rinse mouth well with clean water before inserting the device. If patient uses mouthwash, all traces of mouthwash should be removed by thoroughly rinsing out mouth with water. Rinse bite splint well with clean, cool water before and after use. Clean bite splint with clean, cool water only and let air dry." IFU-12383 rev 3.0 provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". Rpt-012620 rev. 1.0 (comfort3d bite splint verification), confirms that the resin material meets the acceptance criteria for biocompatibility (cytotoxicity, irritation, and sensitization) and mechanical properties (flexural strength, flexural modulus, sorption, solubility, and free monomer extraction).

Manufacturer narrative:
Additional data: b2, h6 (health effect - clinical code) corrected data: h6 (health effect - impact code, and medical device problem code) note: case numbers (B)(4) were provided, however, it is unknown which case number belongs to the device in question. CAPA 23-006 manufacturer reference: (B)(4).